Event description:
A customer reported via regulatory authority that cutting performance was found to be very weak and the device could not be used during cataract surgery without intraocular lens implantation. The product was immediately discontinued and replaced on the same day to complete the surgery. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).